Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced high blood glucose levels on (B)(6) 2026 for about two hours which was treated using insulin pump. No further information available.